Manufacturer narrative:
During a follow up call on (B)(6) 2017, the customer confirmed receiving an accurate fill estimate after loading a new cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units on (B)(6) 2017, and the insulin gauge remained static at 105 units. There was no impact to the customer's blood glucose level. The customer confirmed a new cartridge would be loaded onto the pump.